Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "air in line alarms" was not reproduced due to reload set alarm. A review of the event history log revealed "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as reload set alarm. The cause of the condition was the upstream calibration values out of specifications. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.